Event description:
Patient reported being injected in the lips with one syringe of juvéderm volbella® xc. The patient experienced ¿normal bruising¿ for a few days. By day 6 or 7, the patient experienced ¿burning¿ on the lips that increased to ¿level 7 or 8/10¿ and remained that way for 5-6 days. The patient used advil, cold ice compress, and aquaphor on the lips, reducing the severity to a ¿4/10.¿ three to four days later, the severity reduced to a ¿2-3/10¿ and remained that way, with only a couple of days with ¿no visible swelling.¿ the patient was later prescribed 2.5 hydrocortisone cream by another healthcare professional. The injector later recommend a medrol dosepak, which the patient ceased after 4 pills due to ¿anxiety.¿ event was ongoing.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. This report was impacted by emdr scheduled maintenance occurring july 22-27, 2026.